Event description:
Patient reported left side "breast pain and stiffness", "feel pain", "unable to stay in some positions", "small radial folds", "peri-implant fluid sheet on the left", and "liquid collections were found". Healthcare professional later reported left side capsular contracture baker grade ii. Patient also reported "oval and hyperintense t2 images, scattered on the breasts", "may represent cysts", and "simple sparse cysts", which are not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "breast pain and stiffness," encapsulation, and "unable to stay in some positions." Patient also reported "peri-implant fluid sheet on the left," ¿small radial folds,¿ cysts (not device related) via ultrasound and MRI. Healthcare professional later reported "capsular contracture, baker grade ii. This is for the left side device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported "that she underwent surgery for allergan silicone implants and began to experience breast pain and stiffness more than a year ago. The patient mentions that they are encapsulated, feel pain and the patient unable to stay in some positions." "The patient also reports that took tests, where the capsule and liquid collections were found. " "peri-implant fluid sheet on the left." And ¿liquid collections were found¿. ¿small radial folds¿. ¿stiffness¿. ¿oval and hyperintense t2 images, scattered on the breasts¿ and ¿may represent cysts¿. - which is not device related. Healthcare professional later reported "capsular contracture baker grade ii" this is for the left side device. The device remains implanted.